Event description:
It was reported that when using the bd pyxis¿ es server all orders and patient information were not crossing over to every machine. Additionally following error messages were displayed: patient data may not be current and patients interface are down, and the issue had been present for approximately 6 to 7 hours. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders and patients were not crossing over to every system. A technical support specialist (tss) dialed into cce ihsabresmlp2 and found carefusion coordination engine (cce) service stopped. Then, the tss checked logs and identified piedbmgr failed to open a connection to cfn_cce_deployment. Updated the recovery options for both services to restart on first and second failures, stopped the system service, and rebooted. The system came back online with cce services running and messages processing successfully, then the tss confirmed with the customer all orders and patients were crossing. The system functioned as intended after the technical support specialist troubleshot the device.